Event description:
This device was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 10/31/2016 stating that there was an increase in shock impedance over time from 60's - 140ohms. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).